Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low blood glucose. Customer¿s blood glucose level was 49 mg/dl. The customer was treated with glucose tablets. Customer did not report symptoms related low blood glucose level. Customer has been using insulin pump system within 48 hours of reported low bg event. Customer declined troubleshooting for low blood glucose. It was unknown that the customer was used auto mode feature or not. The device will not be returned for analysis.